Manufacturer narrative:
Investigation: smiths medical intl's investigation stated that the event sample was returned and it was confirmed that the inflation line was detached. View of the inflation line shows not a break indicative of fatigue. A review of our complaints history confirmed this to be the first complaint for the two possible prod lot numbers given. Though, there have been complaints of this nature on this prod code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: the root cause of this issue is attributed to insufficient amount of solvent during bonding process. The mfg site has been notified and retraining will be conducted. It was also noted that this event did not occur until 30 days use and that is typically when the unit would have been changed per the instructions for use. No corrective action was taken as a result of this incident but all details have been entered into the complaints history database for further trending.